Event description:
It was reported patient presented remotely. A transmission showed that the patient's right ventricular (rv) lead exhibited elevated defibrillation impedance suspected to be due to patient tissue. No intervention was performed. Patient was stable.